Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Two 1.25 hex tl,gemlock retention drivers (hxgr1.25) was returned for investigation. Visual inspection of the as returned product identified signs of damage and plastic deformation about the driver shaft. Both devices are fractured above the retention feature. Device history record (DHR) review was completed for the subject lot number 63707883. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63707883) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D4: expiration date. D4: unique identifier (UDI) number changed to unknown. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. One unknown zimmer 1.25mm drivers was returned for investigation. Visual inspection of the as returned product identified signs of plastic deformation about the driver shaft. The drivers is noted to be bent. The reported event could not be recreated due to the nature of the dental device and event (damage). Device history record (DHR) review could not be performed, as the lot number associated with the reported product are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot information. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed. Due to the visual inspection, this event has been reassessed as not reportable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the tools fracture at the tip. Patient did not suffer any consequence as a result of the event.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
No further event information is available at the time of this report.